Manufacturer narrative:
H3, h6: it was reported that, during a thr a polarcup shell placement failed. The plugs could not be removed and the screwdriver tip was defective. It is unknow if there was a delay or how the procedure was completed. No patient injury or other complications were reported. The device intended for use in treatment was not returned for investigation nor was a batch number communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. The surgical technique (lit no. 01620-en (1582) v7 10/20) describes the correct removal of the polarcup plugs using the unidirectional t handle (75023347): "release the plugs by turning the t-wrench in the direction indicated on the plug cover." Based on the limited information provided, the root cause of the reported issue cannot be determined and the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
H6: health effect - clinical code and health effect - impact code h6: medical device problem code, d3: manufacturer name, city and state and g1: manufacturing site name and address this report was inadvertently submitted under manufacturer number (B)(4), the correct manufacturer number is (B)(4).

Event description:
It was reported that, during a thr a polarcup shell placement failed. The plugs could not be removed and the screwdriver tip was defective. It is unknown if there was a delay or how the procedure was completed. No patient injury or other complications were reported.